Manufacturer narrative:
A.1.-a.5. Patient was not involved. H11: livanova deutschland manufactures the 3t heater cooler. A livanova field service engineer was dispatched the customer and confirmed error ee07 stirring mechanism stuck. To solve this problem, the fse replaced the stirring mechanism and performed functional verification: all tested within specification. Unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during priming, the 3t heater cooler displayed alarm pump 1 is blocked (too slow, e07). There was no patient involvement.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit's manufacturing date. No concerning trend was identified for reported failure mode. Based on investigation findings, the event root cause was traced back to a jammed stirrer motor, likely favored by the environmental conditions factors such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contributed to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.